Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 ,it was reported that the patient possibly had an interruption of cgm values. However, couldn't confirm any prompts, alerts, or icons in the status bar during the time of the event. The sensor was inserted at the abdomen on (B)(6) 2018. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.